Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, additional information including reprocessing steps was unavailable. Furthermore, no physical damage of the device was confirmed at where the foreign material was remained. The root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found multiple buckles and dents along the insertion tube, and dents on the distal end plastic cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had an error in the scope identification data and the carbon dioxide was not working through the scope. The issue was found during preparation for use for an unspecified diagnostic procedure. The device was returned for evaluation. During the device evaluation, a clogged nozzle with foreign material stuck inside was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.